Manufacturer narrative:
(B)(4) . The device was serviced on-site by a field service technician. Visual inspection, a review of the alarm log, and functional testing were performed. The damaged door was identified during visual inspection. The cause of the condition was determined to be a damaged latch roller. To correct the condition, the latch roller was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a damaged door. The reporter stated that this occurred before use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.